Manufacturer narrative:
This file was originally submitted on 04/11/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Patient called in to report unresolved service error code. Troubleshooting unsuccessful. The unresolvable alert preventing active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
The wcd system was not recovered from the field. Confirmation of the alleged deficiency could not be documented due to unavailability of the wcd system. The reported service error code indicates the power on self-test (post) detected a disconnection in one or more of the therapy cable wire. This is a wiring issue typically related to therapy cable damage. Will continue to trend for future occurrences.